Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a supply bag that became disconnected, which is a known cause of this alarm. However, the cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 1 of 5 on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the patient discovered that the second bag had become disconnected. The technical service representative (tsr) assisted the patient in clearing the alarm and advised the patient to restart therapy using all new supplies. The tsr reviewed proper procedures with the patient. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.